Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a battery out limit alarm and an after battery change alarm after changing the battery. The customer's blood glucose level was 200 mg/dl. During troubleshooting, the customer received a failed battery test alarm. The customer was sent a replacement battery cap and was advised to revert to a back-up plan until the cap arrived. Nothing was replaced or returned.